Manufacturer narrative:
The stylet was returned for product analysis. The complaint was verified. The stylet had a slight bend in it where the site had tried to bend it back straight. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when preparing for a case the site opened an em stylet and it was bent in the packaging. Site opened another stylet. There was no patient involved.